Event description:
It was reported that the leads were explanted and replaced due to a system upgrade. The leads were returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo and was observed to have blood ingression. Concomitant medical products: 4011 lead, implanted: unk; 4511 lead, implanted: unk. (B)(4).